Event description:
It was reported that during the first week of go live with interloop, the nicu nurse noted many unexpected pause actions in mar (internal documentation record). Upon review of the cq I data it was noted that during the same time period the dataset name displayed both mercy apr-19a and mercy interloop jun19a. Due to the occlusion alarms, the nurse stated that ampicillin 52.8 ml/hr. And gentamicin 3.16 ml/hr., were both delayed. The customer confirmed that there was no patient harm.

Manufacturer narrative:
Correction on initial report: d.11 (8110) additional information provided: d,10, d.11 & h.4. The reported issue that occlusions alarms delayed infusions of ampicillin at 52.8ml/h and gentamicin at 3.16ml/h was not confirmed. Physical inspection of the device noted no damage or any anomalies. Log analysis shows syringe pump module s/n (B)(4) performed three infusions of drug ID# 112, 15.8mg/1.58ml at the rate of 3.16ml/h to completion with no recorded events of occlusions or delays recorded. Four infusions of drug ID# 30, 396mg/13.2ml, at the rate of 52.8ml/h, were performed to completion with no recorded events of occlusions or delays recorded. The device passed all functional asm requirements which included verification of pressure disk accuracy. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Concomitant medical products: (2) 8100; (2) syrge tube,PICC line,syringes, therapy date unk. Nursery/nicu: respiratory distress.

Event description:
It was reported that during the first week of go live with interop, the nicu nurse noted many unexpected pause actions in mar (internal documentation record) . Upon review of the cqi data, it was noted that during the same time period, the dataset name displayed both (B)(6). Due to the occlusion alarms, the rn stated that ampicillin 52.8 ml/hr. And gentamicin 3.16 ml/hr. Were both delayed. The customer confirmed that there was no patient harm.